Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and mildly calcified vessel left forearm. A 5.0 x 150, 75cm mustang balloon catheter was advanced for dilatation. However, during 7th inflation at 24 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.